Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing due to the programmed sensitivity of the lead. It was also noted there was an r wave undersensed on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.